Event description:
Investigational result : novopen® 4 batch number:lvg5e91 and mvg8b66, the product were not returned for examination. Novorapid® penfill® 3 ml 100iu/ml batch number: mr7jf77, the product was not returned for examination. Since last submission, the case has been updated with the following: -investigation result updated, -annex b, c, d and g codes updated, ,-narrative updated accordingly. Final manufacturer's comment: 27-jun-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Evaluation summary: novopen® 4 batch number: mvg8b66, the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia] novopen 4 dose was not accurate [incorrect dose administered by device] used dialling clicks to estimate the dose of the product [wrong technique in device usage process] case description: study ID: 1706-novocare programme study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi (body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "hypoglycemia(hypoglycaemia)" with an unspecified onset date , "novopen 4 dose was not accurate(incorrect dose administered by device)" with an unspecified onset date , "used dialling clicks to estimate the dose of the product(wrong technique in device usage process)" with an unspecified onset date and concerned a 11 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "hyperglycemia", , novopen 4 (insulin delivery device) from unknown start date for "hyperglycemia", novorapid penfill (insulin aspart) (dose, frequency & route used- 1 iu, tid ((1+1+1)iu)) from oct-2022 and ongoing for "hyperglycemia". Current condition: hyperglycemia. Concomitant medications included - toujeo(insulin glargine). Treatment medications included - novorapid flexpen(insulin aspart). On an unknown date, patient started using novorapid penfill for hyperglycemia. On an unknown date, patient experienced a drop in the level of blood sugar (blood glucose) from 500 to 40 (units not reported) immediately with novopen 4 (np4 dose) and dose was not accurate, although she tried 2 novopens from different batches. The large amount of insulin released from novopen 4 (large line stream) was the cause of drop of blood glucose level but novorapid flexpen release 1 iu as 3 drops. It was reported that the patient used the dialling clicks to estimate the dose of the product. The insulin in use was preserved at room temperature 20-25 degrees celsius it was mentioned that when patient used the novorapid flexpen blood glucose level become normal batch numbers: novopen 4: lvg5e91 novopen 4: mvg8b66 novorapid penfill: mr7jf77; action taken of novopen 4 was not reported. Action taken of novopen 4 was not reported. Action taken to novorapid penfill was reported as product discontinued. The outcome for the event "hypoglycemia(hypoglycaemia)" was recovered. The outcome for the event "novopen 4 dose was not accurate(incorrect dose administered by device)" was not reported. The outcome for the event "used dialling clicks to estimate the dose of the product(wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - hypoglycemia(hypoglycaemia) : possible novopen 4 dose was not accurate(incorrect dose administered by device) : possible used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown . Company's causality (novopen 4) - hypoglycemia(hypoglycaemia) : possible novopen 4 dose was not accurate(incorrect dose administered by device) : possible used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible . Reporter's causality (novopen 4) - hypoglycemia(hypoglycaemia) : possible novopen 4 dose was not accurate(incorrect dose administered by device) : possible used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown . Company's causality (novopen 4) - hypoglycemia(hypoglycaemia) : possible novopen 4 dose was not accurate(incorrect dose administered by device) : possible used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible . Reporter's causality (novorapid penfill) - hypoglycemia(hypoglycaemia) : probable novopen 4 dose was not accurate(incorrect dose administered by device) : unknown used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : unknown . Company's causality (novorapid penfill) - hypoglycemia(hypoglycaemia) : possible novopen 4 dose was not accurate(incorrect dose administered by device) : possible used dialling clicks to estimate the dose of the product(wrong technique in device usage process) : possible.